Event description:
It was reported that the cartridge was leaking from the t:lock/luer lock. Customer loaded new pump supplies to address the issue. The customer's blood glucose level 328 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.